Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, that the needle tube was broken by the following mechanism: a bending force was applied to the needle tube when piercing the hard body tissue during the procedure. This caused the needle tube to bend excessively. When the needle slider was pulled, a force was applied to the needle tube in a direction to make it straight. This caused the needle tube to break. After the needle broke, the needle tip required retrieval from the body. However, the root cause of the event could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿when inserting the instrument into the endoscope, the distal end of the needle tube may be bent. When piercing the target, confirm the distal end of the sheath and needle tube in the endoscopic field of view and/or ultrasound image while considering such bending. Otherwise, patient injury such as perforation, bleeding, or mucous membrane damage may occur. Do not try to straighten a bent or deformed needle with your hands because the needle may break. Use a spare needle instead.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available. This report has been submitted by the importer under this MDR report number 2429304-2023-00375.

Event description:
The olympus representative reported on behalf of the customer that in two instances, the needle tip broke during a diagnostic endobronchial ultrasound (ebus) procedure. The first needle tip broke in the lung and was removed, and the second needle tip broke in the lymph node of the patient and was not removed. The procedure was prolonged 1 hour and 52 minutes while retrieving and troubleshooting the needles while the patient was under anesthesia. The second needle tip remained embedded in the 4r paratracheal lymph node. Fine -needle aspiration (fna) and adequate samples were obtained and the reported problem did not affect the outcome of the procedure. The procedure was completed with the same device. A chest CT was performed to confirm position of the needle in the lymph node and vascular surgery was consulted via telephone. Related patient identifiers: (B)(6):single use aspiration needle kr337711 / na-u401sx-4021 (needle 1 of 2). (B)(6): single use aspiration needle kr337711 / na-u401sx-4021 (needle 2 of 2). This medwatch is for patient identifier (B)(6).